Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the user was experiencing ongoing issues with the retracting bands, which had led to drawer failure. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) confirmed that the equipment had been returned and was awaiting contract approval. The equipment remained out of service, and the fse could not proceed until contracts authorized the removal of the drives and preparation of the equipment for return.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the user was experiencing ongoing issues with the retracting bands, which had led to drawer failure.the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.